Manufacturer narrative:
(B)(4). Batch # p55360 the analysis results showed that the cs40g device was received with no apparent damage and with one reload loaded in the device. The reload was received fully fired, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was not tested for functionality has it was noted that when pushed down the release button would stick; possible due to interference between the handles and button. The device was disassembled to verify the condition of the internal components and it was noted that the holes behind the plates were not assembled over the handles correctly; all the plates were moved down allowing inference between handles and the button. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # p55360. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an open lower rectal resection procedure, could not fire with normal force, then fired with big force and found the staples malformed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.